Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿comparison of total percutaneous in situ microneedle puncture and chimney technique for left subclavian artery fenestration in thoracic endovascular aortic repair for type b aortic dissection¿ ye p, miao h, zeng q, chen y european radiology (2024) 34:7136¿7144 https://doi.org/10.1007/s00330-024-10774-9 a.2 <(>&<)> a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ comparison of total percutaneous in situ microneedle puncture and chimney technique for left subclavian artery fenestration in thoracic endovascular aortic repair for type b aortic dissection¿ the time frame of this study was over a four-year period. Multiple manufactures products were implanted including medtronic valiant stent grafts. The aim of the study was to compare the outcomes of totally percutaneous in situ microneedle puncture for left subclavian artery (lsa) fenestration (ismf) and chimney technique in type b aortic dissection (tbad) during thoracic endovascular aortic repair (tevar). The following adverse events occurred: intimal dissection, infection, ischemia, paraparesis, stroke, renal failure, occlusion, intervention no further information was provided pertaining to medtronic products.